Event description:
It was reported that this was a closure using prostyle devices relative to an unspecified procedure. Reportedly, four prostyle devices were used. Resistance was encountered with one of the four prostyle devices during removal from the artery. Photo of the prostyle device provided by the account revealed a link break and a partially retracted foot. The event did not cause any inconvenience. The other three prostyle device achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. It is likely an out of sequence procedure occurred. The photo shows the plunger and needles still in the device with the foot partially closed. Therefore, this indicates closing of the foot (step 4) occurred prior to removal of the plunger (step 3). The plunger if left inside the handle interferes with the lever to close the foot and causes interference of the foot with the needles and link causing the difficult to open and close, the difficult to remove, and the material separation of the link. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.